Event description:
Information received from the field notes that the patient presented complaining of dizziness and being tired. The device exhibited good capture and sensing, but the device went to no output with magnet application and the device could not be interrogated. The patient was taken to surgery for device replacement.